Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for an unrelated issue. It was noted that the pocket was red and painful with no signs of infection. Chest x-ray did not reveal any abnormalities. The system was explanted and replaced on (B)(6) 2016. The patient was fine post procedure.